Manufacturer narrative:
Device evaluation: the material was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on 7/10/2020. Device evaluation: the sample was returned to the johnson and johnson surgical vision (B)(4) manufacturing facility. Only the lens was returned. Visual inspection using magnification was performed and one part of the lens was observed broken while one of the haptics was observed detached. The detached haptic piece was not returned. The condition in which the sample was returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported as haptic detached was verified, however based on the analyzed material, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Implant and explant date - if implanted or explanted; give date: lens was not implanted, therefore not explanted (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon implanted a tecnis pcb00 intraocular lens (iol) the lens was torn and missing the trailing haptic when released from the cartridge. The lens had to be cut-up and removed from the eye which caused bleeding. The patient was provided with another pcb00 lens. Through follow-up it was learned that the bleeding was in the anterior chamber and no interventions were necessary. No additional information was provided.